Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output. The patient received a reading of 80 mg/dl "going down" on the receiver display device. No mention whether the patient attempted to treat per routine diabetes management or whether the patient checked the bg (blood glucose) by fingerstick. The patient reported being in a coma state ten minutes later for 20-30 minutes. The patient alleged that the receiver did not alert when the reading reached the low setting of 65 mg/dl. An ambulance was called, and the bg by ems (emergency medical services) was close to 30 mg/dl. The patient was treated with 1 liter of dextrose and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.